Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. The initial result was 19.5 mg/dl. The initial result was noted as critical, and the sample was then repeated 3 times. No questionable results were reported outside the laboratory. The repeat results were 221 mg/dl, 223 mg/dl, and 120 mg/dl.

Manufacturer narrative:
The calibration was acceptable. There were abnormal aspiration alarms before and after the event, indicating possible issues with the sample probes. Based on the provided information, there was an indication of possible issues with the cell rinse. The field service engineer replaced the sample probe and adjusted the gear pump and the rinse station water volume. The service actions performed by the engineer resolved the issue. The cause of the event was consistent with a hardware issue.